Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in reporting a low blood glucose incident last easter sunday, (B)(6) 2014. He stated that his blood glucose readings always drop around 5:30 pm. He said he was cooking dinner, had a snack, and decided to do an infusion set and sensor change. Customer stated he forgot the sensor takes two hours to initialize, and during the two hour wait, his blood glucose level dropped to 38 mg/dl. He passed out and started having seizures. Customer's daughter gave him juice and called 911. Paramedics came and treated customer for low blood glucose with glucose juice. Customer declined to go to the hospital once his blood glucose level was stable. Today, customer's blood glucose reading is 279 mg/dl. He has treated with his insulin pump and a set change.